Event description:
This is filed to report a gripper actuation issue. It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. The first clip was placed in the steerable guide catheter (sgc) and entered into the left atrium. The grippers were checked for functionality above the valve and was functioning normally. Below the valve to grip the leaflets, the anterior gripper failed to lower. The clip was inverted after troubleshooting and returned above the valve, but the anterior gripper did not move. The posterior gripper functioned, but it was decided to replace the clip. Two clips were implanted and the mr was reduced to grade 2. The patient status was stable and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (gripper actuation - single) associated with the inability to lower a gripper could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.